Manufacturer narrative:
Date inaccurate, only the month/year are valid.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient noticed that even when the ins was charged up the ins turns itself off. They reported that this was a sudden change in therapy/symptoms. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that "no proof was seen that the ins was turning off by itself". It was reported that they told the patient to call them back if it happened again, but they haven't heard from them. The rep indicated that they did not know the patient's weight.